Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
During an unrelated call to technical support a peritoneal dialysis (pd) patient's contact reported that the patient had been in the hospital for peritonitis and had been discharged (B)(6) 2017. During follow up the patient's nurse reported the patient had been hospitalized for 2 days for peritonitis. He was prescribed vancomycin and ceftazidime antibiotics. The patient had abdominal pain which had initiated the visit to the hospital. The nurse was not provided the hospital discharge or culture results. She did not know the infecting agent. During additional follow up the nurse reported the patient was recovered. This was the patient's first peritonitis. She reported the event may have been a touch event as the patient does not have any other reasons for infection. His technique is generally good. Without a culture to confirm type she could not confirm a break in technique.